Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was replaced because it was non-functioning. It is unclear if the lead was capped or explanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.